Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified 1st diagonal branch of the proximal to mid left anterior descending artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during third inflation, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a non-bsc balloon catheter. Subsequently, a stent was deployed and the procedure was completed. No patient complications nor injuries were reported.